Manufacturer narrative:
The following batteries were returned, however, it is unknown which of the five batteries were involved in the event - (B)(4). (B)(4): the battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned battery passed visual and functional testing. Battery performed proper mating and lock actions when it was connected to the bench test controller. The power connection with the controller was reliable. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events. The device was related to the reported event; however this event could not be duplicated at the bench level. The premature switching events were most likely due to communication anomalies between battery and controller. Heartware has opened an internal investigation to evaluate these types of issues. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. The steps for exchange of batteries and controllers are outlined. This is one of three reports (3007042319-2015-01792, 3007042319-2015-01793 and 3007042319-2015-01794) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01792, 3007042319-2015-01793 and 3007042319-2015-01794) submitted for devices related to the same event. Current device location is unknown.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced "several" power switching events and they exchanged the controller to their backup controller. The controller was exchanged by the patient with no reported consequence or impact. No additional information was reported. This is report 2 of 3.